Event description:
I was in the severe car accident which caused a lot of pain that led to chronic pain and fibromyalgia. Prior to this I had chronic sinusitis, severe hot flashes and night sweats for about 20 years and dry eyes. After the accident I developed anxiety, panic attacks, migraines, light, sound and scent sensitivity, unable to control body temperature, dehydration, frequent urination, rashes, blurry vision, that I saw over 50 medical personnel in 5 1/2 years for over 40 symptoms trying to figure out what was wrong with me. I went to the ER several times with chest pain and was hospitalized for stroke like symptoms. I suspected my implants to be ruptured but it didn't show up on any tests. Turns out they both had been ruptured for over 10 years. Since having them removed many of my symptoms have gone away.